Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the authentication failure had occurred because the customer's hit team had been working on the domain controllers, which disrupted authentication services for all users connected to the pyxis server and caused system-wide login failures across all associated facilities. A technical support specialist confirmed that once the hit team completed their work on the domain controllers, authentication services were fully restored. The customer also confirmed that all users were able to log in without any issues, and the incident was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login. The customer stated that this malfunction affecting the patient care. There were no adverse events or injuries reported based on this event.